Manufacturer narrative:
Date of birth: only the patients age was provided therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd autoshield¿ duo pen needle 30g x 5mm (100 count), dosage issues occurred. The following information was provided by the initial reporter: when switching from this needle to the patient's usual needle to be used at home, hypoglycemias are detected, which means that the dose administered by this device does not reach the patient at the prescribed dose.

Event description:
It was reported that while using a bd autoshield¿ duo pen needle 30g x 5mm ((B)(4)count), dosage issues occurred. The following information was provided by the initial reporter: when switching from this needle to the patient's usual needle to be used at home, hypoglycemias are detected, which means that the dose administered by this device does not reach the patient at the prescribed dose.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evalution: yes? D.10. Returned to manufacturer on: 23-aug-2022. H.6. Investigation summary: one sealed 30g x 5mm safety pen needle was returned from lot. No. 0350738 along with one sealed 30g x 5mm safety pen needle from lot. No. 1258384, cat. No. 329605. Visual examination and an activation test was carried out on the two returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.